Event description:
Information received by medtronic indicated that the customer reported on pump rewind anomaly. It was also reported that the customer was unable to rewind pump piston. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device and the insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Pump passed, self test. However, constant pump error 38 alarms noted, during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, due to pump error 38 alarms. Pump error 38 confirmed, in the pump history/trace files on 12/04/2023 at 12:12:45.000 and at 12:12:54.000. Pump was cut open to perform visual inspection. And found jammed motor gearbox and moisture damage on the pcba 1 board. The motor was tested outside of the device on the ngp stb3. And received, pump error 38 at rewind. The sc1 cap locks properly into place. The following were noted, during visual inspection: scratched case. Rewind anomaly and pump error 38 alarms confirmed, during rewind. And in the pump history/trace files, due to jammed motor gearbox. Moisture exposure confirmed, on the pcba 1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.